Event description:
A malfunction alarm was reported due to a pump displaying "high" blood glucose levels, but no specific blood glucose value was known. There was an adverse impact to the customer¿s blood glucose level as it exceeded a certain threshold. Technical support decided to replace the pump since the malfunction code was not resettable and confirmed that the pump was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, provided with instructions to store the malfunctioning pump, and asked to return it using a tandem-provided return box and label. Additionally, the customer was guided on how to set up the replacement pump, including programming pump settings and connecting the continuous glucose monitor (cgm).